Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot test failed due to receiver not turning on. Functional test could not be performed due to receiver not turning on. The receiver log was not available. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.